Event description:
The account alleged that the nurse call was not communicating with the nurses' station. No pt impact.

Manufacturer narrative:
The technician replaced the sidecom board to resolve the issue.